Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bright red, open skin irritation under the vibration box of the lifevest equipment. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. It was reported that the patient had been bedridden, and the equipment was digging into their skin. There was no alleged device malfunction contributing to the irritation. The patient's nurses placed 4x4s over the skin irritation. Follow up indicated that the skin irritation improved.